Event description:
It was reported that on an unknown date, post-op, there was a confirmed screw back-out in a cervical plate construct. The surgeon has not revised the patient at this time, according to the report. There were no reported patient symptoms in associations with this event.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.